Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast augmentation procedure with a mentor smooth round moderate profile 275cc saline breast prosthesis that deflated after implantation. Deflation was confirmed by a doctor. As a result, the patient underwent explantation and replacement with an allergan breast prosthesis on (B)(6) 2018.

Manufacturer narrative:
On (B)(6) 2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The reported implantation date (B)(6) 2002) is before the manufactured date of the suspect medical device (B)(6) 2003). Mentor will report the information received as-is. Manufacturer¿s reference number: (B)(4).